Event description:
On (B)(6) 2025, the user reported a crack on his ilet device screen allowing him to not do anything. The user's blood glucose was not affected, and no symptoms or medical intervention was reported during the event and at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.